Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). During sfa atherectomy, a piece of sheath was stuck into the silverhawk so it was changed to another product. Flushing was tried, but the piece was not removed and the sheath was changed. No patient injury. An investigation was performed and it was found that the silverhawk had a piece of the sheath in the distal assembly was confirmed. A piece of white polymer was found and removed out of the distal assembly. In this position the silverhawk catheter sliced off polymer material from the sheath.